Manufacturer narrative:
Product identification is unknown. The following could not be completed with the limited information provided. Date of birth - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, concomitant medical products - ni, therapy dates - ni, manufacture date ¿ ni.

Event description:
A patient who underwent a knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to an event. This has been deemed not a complaint.